Event description:
A customer reported a system message was displayed, prior to surgery, that could not be cleared. Subsequently, the procedure was canceled. Pt impact is unk at this time. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).